Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to noise, undersensing, and oversensing that caused pacing inhibition without a specific duration provided. No additional adverse patient effects were reported.